Event description:
Event description guidant received information that this ventricular lead had loss of capture, reduced sensing, and high thresholds. An x-ray indicated the tip of the lead was not pointing in the proper position. The lead was successfully repositioned to address the issues. During the procedure, the pacemaker was replaced because it is on an advisory.